Event description:
Rep called and reported that the patient was symptomatic, which led the physician to believe the valve may not have been functioning correctly. After tests were conducted it was found that the tubing was cracked between the rickham reservoir and the valve. The physician communicated that he could not be certain that he did not damamage the device when tapping the shunt. Surgeon is not claiming the valve was faulty. The device was discarded and both, the lot and serial number is not available.

Manufacturer narrative:
It has been communicated that the device and/or lot information is not available for evaluation. Without the device and/or lot information it is not possible for codman to conduct a proper investigation. If at some point the device and/or lot information does become available, this complaint will be re-opened, evaluated and a follow up report will be filed. Trends will be monitored for this and similar complaints. At the present time this complaint is considered closed. Device not returned.